Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized for diabetic ketoacidosis. Her blood glucose at the time of incident was 1,000 mg/dl. The customer's husband found her unconscious and she was taken to the hospital. She also had an infection. The customer was in the ICU for 2 days. The customer also mentioned keypad issues; the act button became harder to push and is sometimes unresponsive. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the act button. However, the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had scratched keypad overlay, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump was received with intermittent act button response due to flattened act dome switch. No unlocked j2 lcd keypad connector during our visual inspection. The insulin pump passed the displacement accuracy test.